Manufacturer narrative:
Block b3: exact date unknown, event occurred over a week ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(6) , batch: 7074064.

Event description:
It was reported that the patient developed infection that the pocket site. Symptoms were redness and swelling. It was unknown if infection was procedure related and the cause was unknown. The patient was placed on antibiotics. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were discarded by the facility.